Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n259990, implanted: (B)(6) 2011, product type: adapter. Product ID: 3389-40, lot# j0357358v, implanted: (B)(6) 2004, product type: lead. Product ID: 3389-40, lot# j0340483v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that there was premature battery depletion. It was noted that the health care professional (hcp) stated that the device was not working properly and multiple recharging sessions (up to three) were required each day. It was noted that there were no patient symptoms reported and the patient status at the time of the report was unknown.